Event description:
The following information was reported: a mynxgrip (5f) vascular closure device was initiated, the balloon was inflated but the deployer was unable to shuttle down, the balloon was deflated and the device was pulled out. The sheath was flushed and a second mynxgrip (5f) vascular closure device was deployed with no problem, no hematoma or any other complications were noted at the time of the deployment. The following day, the patient's leg was blue, so the doctor went in and performed an atherectomy procedure of the patient's leg. The patient had to stay an extra day, due to the condition of her leg. Doctor's opinion: the doctor "does not" feel that the event with the patient's leg was due to the mynx, the doctor feels it was due to the drug (protamine) that was pushed incorrectly. The physician reported that the patient is doing fine and doesn't seem to think the event will be an issue. Procedure date: (B)(6) 2015, date of event: (B)(6) 2015, stick location: medium sheath size: 5f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See medwatch report 3004939290-2015-00132.